Manufacturer narrative:
Findings: pump received with a constant flashing white light on the display and beeping due to vertical cracked lcd controller. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that pump beeps without message in display. Customer stated the alarm happened during normal use. Customer insists on changing pump. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.